Manufacturer narrative:
Device powered up properly after battery installation. No missing segments or partial display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected display anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s trainer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was in the range of 120 mg/dl to 130 mg/dl at the time of the incident. The customer stated that the insulin pump was neither dropped nor bumped. The customer was assisted with troubleshooting. The customer was advised to replace the insulin pump due to display issues and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.